Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F1908: delay of less than one hour (5 minutes) f26: no patient impact h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon discarded two non-invasive patient trackers (nipts) for believing that they were registering the forehead trace points on the upper cheek close to the temple of the patient. The first nipt was on the middle of the forehead. The bridge of the nose was utilized for the first registration, but as the representative was acquiring a second, and a third nipt, he was unsure how the surgeon's registration was. The second nipt was also registered in the same area as the first, so the surgeon decided to discard that nipt as well and procure a third. The third nipt registered in the right location, so the case continued. The delay was about 5 minutes. There was no impact on the patient's outcome. The probable cause was user error.